Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. X-ray examination of the device determined the right ventricular (rv) ring coil spring was missing. This resulted in the observed out-of-range measurements. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
Boston scientific received information that during the attempted implant of this device, high out of range pacing impedance measurements were observed after setscrew connection was established. The issue was unresolved and the device was removed from the procedure; another device was then selected to complete the implant procedure. No adverse effects were reported and the device was returned for analysis.

Event description:
--